Event description:
Cystectomy and ileo conduit. According to the reporter: the device was applied to small bowel anastomosis to close the enterotomy. The surgeon observed a small leak of the bowel contents along the staple line when compressed. The staple line was over-sewn. The patient is in satisfactory condition. The sample is being sent for evaluation.

Manufacturer narrative:
.